Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13-jun-2023. H6: investigation summary: bd received a 24 gauge insyte autoguard blood control device from lot 1244688 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle cover was separated from the grip, the catheter was separated from the needle cover and the needle was already retracted. Next, the device was inspected further but no damage could be found to the catheter assembly or needle cover. Therefore, based off the visual inspection the engineer was unable to verify the reported defect. Since no defects could be identified during inspection a definitive root cause could not be determined.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control needle was stuck in the lid. There was no report of patient impact. The following information was provided by the initial reporter: I personally went to use this device to insert in our training arm, but the catheter hub was/is stuck in the lid, so it was just the straight needle that I was able to withdraw from the lid/cap.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control needle was stuck in the lid. There was no report of patient impact. The following information was provided by the initial reporter: I personally went to use this device to insert in our training arm, but the catheter hub was/is stuck in the lid, so it was just the straight needle that I was able to withdraw from the lid/cap.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D4: medical device lot #: 1244688 was provided, but does not exist for material 381012. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.